Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-sep-2025. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat pt plus cartridges that yielded suspected discrepant result of 4.2 on an 80-year-old female patient with a history of pulmonary embolus. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: date : collected tested: results: sample: I-stat, (B)(6) 2025, 10:37, 10:37, 4.2 inr, a, I-stat, (B)(6) 2025, 10:49 , 10:49 , 1.3 inr , b, acl top, (B)(6) 2025 , 11:24 , 14:27, 1.13 inr, c . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Intended use: the I-stat ptplus cartridge is intended for use in the in vitro quantitative measurement of the clot time of the extrinsic coagulation pathway when activated by thromboplastin in non-anticoagulated whole blood (venous or capillary), using the I-stat 1 system. Measurements of prothrombin time are used to aid in the monitoring of patients receiving anticoagulant therapy with coumarin derivatives. The I-stat ptplus pt test result is reported in seconds and as an inr. The test is intended for point of care use and is for prescription use only.